Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported the patient was hospitalized for an acute kidney injury and dehydration, which the patient was treated with intravenous fluids. The patient was discharged the following day and continues to use the cardiomems system. The provider stated that this was "possibly" related to the performance of the cardiomems.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. A lot review was performed via the enterprise platform for integrated quality (epiq) using a search on the batch number. Conclusively, there is one additional complaint(s) related to the associated batch, and the reported issue.